Manufacturer narrative:
H11: manufacture narrative: cataract, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced a/c capsule tear, lens opacity: time to onset unknown and cataract surgery. The lens was explanted, and the cause of the event was unknown.